Event description:
The pt had his pump dose increased approx three weeks ago. In 2009, the pt had a seizure, was taken to the ER, and was admitted for a couple of days. The cause of the seizure was undetermined; they were still running tests (heart, CT scan, checking for adverse reaction to medication). The pt was seeing a cardiologist and a neurologist. The pt was taking vicodin orally. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.